Event description:
Reference number (B)(4). Event occurred in the united states. On 2024, reported that patient faced 6 infusion set tubing detached from connector. Infusion set has been used for 12 hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR 1955638 - MDR 3003442380-2024-23648 - device 4 of 6.